Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: (B)(6) 2005 2:17:47 pm system fault 42,221 occurred 0 0 0 4.(B)(6) 2005 12:11:02 am system fault 46,822 occurred 4,354 -16,711,419 4,417 -16,711,419. A functional check was performed. The customer reported product problem was confirmed during the test. Error codes 4221 and 46822 were seen in the ehl. Both error codes indicate a problem with a timeout issue, or a problem with the microprocessor board. The investigation concluded that the microprocessor board had malfunctioned. The problem source of the reported product problem was unknown. A root cause was not established. The microprocessor board was replaced to address the reported product issue.

Event description:
It was reported that cadd solis vip pump was displaying a red screen with the following message: error code 4221-0004. The pump was constantly alarming. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.